Event description:
Physician using device during right leg embolectomy. The tip of the balloon and the tip of the wire from the embolectomy catheter became dislodged during procedure. Small pieces of device were non-recoverable.